Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer's blood glucose (bg) level ranged from 389 mg/dl. Customer loaded a new cartridge to resolve the issue. In addition, it was reported that the customer experienced a high bg of approximately 500 mg/dl, cause was unknown. Customer changed pump supplies and delivered a correction bolus to address high bg.